Manufacturer narrative:
The boston scientific field representative who evaluated this patient stated the source of the out of range pacing impedance measurement was not identified and this physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was feeling poorly due to noise being oversensed and tracked resulting in the loss of av synchrony. Threshold and sensing measurements are good. Unipolar pacing impedance is less than 200 ohms; however, bipolar pacing impedance is approximately 476 ohms. Reprogramming was performed and appropriate tracking was observed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the clinical observations were still occurring. An x-ray revealed the associated atrial lead was fractured. A revision procedure was performed and the lead was removed from service and replaced.